Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered a cardiac arrest and had to be externally shocked. Review of their subcutaneous implantable cardioverter defibrillator data indicated there was an untreated episode. No changes were made and the electrode remains in service. No additional adverse patient effects were reported.